Manufacturer narrative:
This report is submitted on january 10, 2018, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
It was reported that the patient experienced swelling at the implant site "sbsequent" to sustaining a head trauma on (B)(6) 2018. Subsequently the patient underwent a seroma aspiration under sedation. The issue has since resolved and the patient resumed use of device.